Manufacturer narrative:
The device was not returned for evaluation. A photograph was provided, but the image was too small to allow for adequate review and a larger photo was not available. Therefore, no evaluation was able to be performed so there are no results available and no conclusions could be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device installation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a rod slipped from the screw heads post-operatively. The surgeon believes the failure is attributed to the patient's being extremely overweight, and not due to a device malfunction. A revision surgery is planned to correct the construct.